Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was successfully repositioned because the rv threshold had risen a bit from the baseline. No adverse patient side effects were reported. Should additional information become available, this event will be updated.